Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was feeling bloated, they were having poor sleeping habits since surgery, anxious and sore at the incision site. They were worried that the leads have moved. They also stated they made a pocket surgically in their right hip for when the ens was placed, extremely sore. As they were changing programs: patient stated that they felt the stimulation in their pinky, very noticeable. They were having a hard time. Tightness in their back, felt like back labor, behind the hips. Right buttock cheek was tight and painful. They had contracting muscles. Evaluation started on (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for fecal incontinence.